Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff procedure, the sterile pouch was found to be unsealed. No backup device was available and the surgeon used a single row suture method instead of a double row. No patient injury or complications were reported.

Manufacturer narrative:
The external packaging appears to have received rough handling while in transit. The poor condition of the outer carton reflects this. Upon review of the internal packaging it was identified that the cannula has dislodged itself. This allowed the implant to free itself from the inner shaft. The length of the tip protector does not cover the entire length of the inner shaft once the suture puller/cannula has been removed. This allowed the inner shaft tip to pierce the sterile tyvek pouch. There are no other complaints for this situation recorded. No root cause related to the manufacturing of this device can be confirmed.